Event description:
The information is that when the final coil was placed into the aneurysm and the connecting cable was attached to the unit, the fault light began to flash. After the batteries, cable and box were changed the fault light still flashed. During retrieval of the device the coil stretched and broke. The pt was given reopro on a temporary basis, as there was some thrombus at the neck of the aneurysm. The physician reported no clinical sequelae resulting from the procedure.

Manufacturer narrative:
We have informed the end user to follow "instructions for use" which recommends a pre-deployment test. Per IFU "micrus recommends verifying the functionality of the microcoil system by connecting it to the connecting cable. Turn on the dcb by pressing power." If the "fault" light remains unlit, the microcoil system is functional. If the "fault" light flashes, verify that all connections are made properly. If it continues to flash when all connections are properly made, change the cable. If it continues to flash, change the dcb unit. If it still continues to flash the microcoil system should be replaced with another unit. Please return the coil, cable and dcb unit to micrus corporation for evaluation." The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concern. A search of our field surveillance database yielded no other complaints with this lot.